Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump which failed to audibly alarm for air in the line. This event occurred during a patient infusion. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump which failed to alarm air in line was not confirmed or reproduced during product evaluation. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.92. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).